Event description:
The customer reported to olympus duodenal mucosa is found in the distal cover after two procedures. The customer stated the disposable caps on the duodenoscopes tear at the pre-determined breaking point repeatedly. The procedures were successfully completed and the patient is doing well. The customer is unable to determine which duodenscope was used with which distal cover (maj-2315, lot hox02 and maj-2315, lot unknown), therefore both distal covers will be reported for each duodenal scope. This event involves two different procedures with two different patients and 4 reports as follows: patient identifier (B)(6): tjf-q190v, sn (B)(4). Patient identifier (B)(6): tjf-q190v, sn (B)(4). Patient identifier (B)(6): maj-2315, lot hox02. Patient identifier (B)(6): maj-2315, lot unknown. This report is for patient identifier (B)(6).

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. When applicable additional information is obtained, a supplemental report will be filed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to one of the following: I) mucosa is sucked in the distal cover by suction operation with the opening space being close to mucosal surface. If user withdraws endoscopes in this situation, mucosa would be injured by edge of the cover. Ii) distal cover gets cracked on tear-off line due to improper attachment to endoscope. Mucosa would be caught in the cracked cover and injured even without suction operation if the distal end is pressed on mucosal surface in this situation. There is no information indicating obvious misuse. The user may have prevented the event for the following statement in IFU (operation manual): ¿important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges¿ correction and preventative action (CAPA) investigation has been opened to further investigate this issue.